Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral vein using the indigo system cat12 aspiration catheter (cat12), indigo system separator 12 (sep12), and lightning aspiration tubing (lightning). During the procedure, the physician made three passes using the cat12, sep12, and lightning. While attempting to make another pass, the physician reintroduced the sep12 and the rotating hemostasis valve (rhv) became detached. The physician attempted to reattach the rhv; however, the rhv would not tighten to maintain full aspiration. Therefore, the rhv was removed. The procedure was completed using a new rhv with the same cat12, sep12, and lightning. There was no report of an adverse effect to the patient.